Event description:
Two nurses inserted IV needle and when removing needle noticed 1.5 cm of catheter missing. Unable to verify technique or IV product cause of incident. Patient required local surgery to remove tip from arm had two other IV sticks that were problems to start IV to administer fluids.